Manufacturer narrative:
Additional lot #: r07493.

Event description:
This case was reported by a consumer and described the occurrence of fall in a (B)(6) female pt who received (super poligrip denture adhesive powder (formulation (B)(4)) and super poligrip free denture adhesive cream (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. Concurrent medications included "ex forte hct". On an unk date(s), the pt started super poligrip powder and super poligrip free. In late (B)(6) 2010, at an unk time after starting super poligrip, the pt fell and hit the floor. She was transported via ambulance to the hosp and was admitted for two days. Radiographs revealed cracked ribs from the fall. Her neck was not injured in the fall. The pt was discharged to home with no medication. The pt also experienced weakness, loss of balance, felt like passing out and a blood infection. She does not know if the blood infection has resolved because repeat testing has not been done. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. The MFR report number for this case is 9681138-2010-00214. Super poligrip powder and super poligrip free are mfg in (B)(4). The lot numbers for these products are known; however, it is not known whether the products will be returned for quality assurance testing. (B)(4).